Event description:
It was reported that the product lost image during procedure. The procedure was completed successfully

Manufacturer narrative:
Alleged failure: "we opened the fresh console and put it in surgery. The console made screen go green and then reboot." Probable root cause: vpi log (file attached) review revealed that vpi underwent an fvp board reset at the time of reported failure. This failure mode is consistent with previous instances where the vpi over heated due to insufficient airflow, often caused by the vpi being enclosed in tight surroundings and/or being sandwiched by other devices emitting radiant heat. No functional issues found on vpi during in-house testing. The device manufacturer date is not known. The device was returned for investigation and the reported failure mode was reproduced. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the product lost image during procedure. The procedure was completed successfully.